Manufacturer narrative:
(B)(4). The patient experienced adverse events on the different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the two hour warm up restarted after signal loss. Data was available for evaluation. The reported event was not confirmed via data. The probable cause was determined to be potential patient misuse. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Additional - description of event. Additional - evaluation summary attached. Additional - method codes.

Event description:
The transmitter has been received for evaluation. An exterior physical visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. A pairing test with (B)(4) bluetooth device was performed and the transmitter passed. A transmitter functional test was performed and the transmitter passed. Share data was available for review and there were no findings related to the customer complaint. The reported event was not confirmed via product. The probable cause was determined to be potential patient misuse. No additional event or patient information is available.